Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient_s parents noted change in hearing performance with the device and came for visit in (B)(6) 2019. The recipient was re-implanted.

Event description:
Recipient_s parents noted change in hearing performance with the device and came for visit in (B)(6) 2019. An device assessment was performed on 07-may-2019. Re-implantation is being discussed but no further information has been received from the clinic at this time. The option of continuing with the current device, and the likely compromised benefit, is also being considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore in situ measurements showed one channel fluctuating in and out of high impedance status since 2017 for undeteremined reasons. However, an explant device investigation is necessary to determine an exact root cause. No further steps have been decided yet and no more information has been received from the clinic.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, in situ measurements showed one channel fluctuating in and out of high impedance status since 2017 for undetermined reasons. However, an explant device investigation is necessary to determine an exact root cause. Re-implantation is considered however no date has been scheduled yet.

Event description:
Recipient's parents noted change in hearing performance with the device and came for visit in (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the recipient reported that there seemed to be a change in hearing performance with the device. Re-implantation is considered.